Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2020-14703; 2015691-2020-14704; 2015691-2020-14705; 2015691-2020-14706; 2015691-2020-14707; 2015691-2020-14708; 2015691-2020-14709; 2015691-2020-14710.

Manufacturer narrative:
This is eight of eight manufacturer reports being submitted for this case. The dates of the events are unknown; however, according to the article the study period was from december 2015 to december 2018. For this reason, the first day of the reported study period ((B)(6) 2015) was used as the occurrence date. In this case, the exact valve model number is not available. Therefore, this report will reflect an unknown edwards sapien transcatheter heart valve. The possible PMA numbers associated with an edwards sapien transcatheter heart valves are:  p110021- edwards sapien transcatheter heart valve; p130009 - edwards sapien xt¿ transcatheter heart valve; p140031- edwards sapien 3 transcatheter heart valve and edwards sapien 3 ultra heart valve. Please reference article: uchida, yasuhiro, et al. "Impact of skeletal muscle mass on clinical outcomes in patients with severe aortic stenosis undergoing transcatheter aortic valve replacement." Cardiovascular intervention and therapeutics (2020): 1-9. Per the instructions for use (IFU), permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices.  According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients.  After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  Based on the limited information provided in the article, the cause of the stroke is unknown. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6) through review of article ¿impact of skeletal muscle mass on clinical outcomes in patients with severe aortic stenosis undergoing transcatheter aortic valve replacement¿ regarding a  single-center study conducted on 71 consecutive patients who underwent tavr for symptomatic severe aortic stenosis from december 2015 to december 2018. The following clinical outcomes were note in table 3: during the postoperative period 1 patient had a stroke. Details of the events was not provided.